Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a webster ® cs catheter with ez steer¿ technology and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase the intracardiac echocardiography (ice) catheter was positioned to visualize the thermocool® smart touch® sf uni-directional navigation catheter ablation catheter in the left ventricle (lv), at that time, cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 237 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient kept overnight and was discharged the next day. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, he believed it occurred either during the transseptal puncture or cs catheter placement. There was no evidence of steam pop nor change in the impedance value throughout the 2 ablations performed. The thermocool® smart touch® sf uni-directional navigation catheter was set per normal smartablate settings: 2cc/min during mapping, 8cc/min when applying 30w and less and 15cc/min when applying 31w and greater. No error messages were observed on any bwi equipment during the procedure. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter. Based on the information available, it has been determined that the event will be reported under both bwi products, the thermocool® smart touch® sf uni-directional navigation catheter and the webster ® cs catheter with ez steer¿ technology as both were in use at the time of the adverse event. As such, biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: this MFR # for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter); MFR # 2029046-2019- 03228 for product code bd710fj282rts (webster ® cs catheter with ez steer¿ technology).